Event description:
During mechanical recanalization of the basilar artery torquing of the guidewire was difficult due tortuous anatomy. It was reported that after many attempts to advance the guidewire through the occluded area, the guidewire tip broke. The detached tip portion was approximately 2cm and it remained in the lateral branch of the posterior cerebral artery (pca). The basilar artery was recanalized and no intracranial hemorrhage was observed through the CT scan; however, the patient remained comatose. No additional information is available.

Manufacturer narrative:
Subject device disposed.